Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure there was noise on all body surface ECG and ic signals on both carto and the ep recording system. The noise was confirmed to be on all channels, including the 12 leads of body surface ECG¿s and all intracardiac (ic) recordings on both carto 3 and ep recording systems simultaneously. The user was unable to interpret the signals. The user proceeded conventionally. No patient injury was reported. The bwi field service engineer reported that additionally, they mentioned that when disconnecting the ic out cable from box a and b of the ep recording system, the noise disappeared. The customer called after they finished the procedures so no live troubleshooting could be performed and the source of the problem could not be identified. The bwi field service engineer reported that no issues were reported during the following procedure. The issue was not duplicated. In addition, the history of the customer complaints associated with this specific system was reviewed and there was no additional complaint that may be related to the reported issue. The system is ready for use. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during an atrial fibrillation (afib) procedure there was noise on all body surface ECG and ic signals on both carto and the ep recording system the noise was confirmed to be on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The user was unable to interpret the signals. The user proceeded conventionally. No patient injury was reported.